Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 10.5 mmol/l at the time of the incident. The customer stated that she jumped into the pool with the pump still on. The customer stated that she was in the water with the pump for 5 minutes. The customer stated that the pump was off in the morning. The product was returned for analysis.

Manufacturer narrative:
The device was received with blank display due to moisture damaged electronic assembly. Also, moisture damage on motor noted during visual inspection. We were unable to perform operating current test, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The device had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.